Manufacturer narrative:
Eua # 201889. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a potential false negative result was obtained. Original result was negative, the cartridge was read again after 1.5 hours and the result was positive. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # 201889. The following information was provided by the initial reporter: possible erroneous result original result read negative cartridge was read again after 1.5 hours and read positive

Event description:
It was reported while testing for sars-cov-2 a potential false negative result was obtained. Original result was negative, the cartridge was read again after 1.5 hours and the result was positive. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: possible erroneous result original result read negative cartridge was read again after 1.5 hours and read positive.

Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaint that alleges the original result read negative when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 1166537. However, when it was read again, after 1.5 hours, it read positive; the pcr result was also positive. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for false negative or discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.